Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed, however was recaptured due to a high position. The valve was then placed in the cusp overlap view. The valve was released at a ¿good¿ position, at a depth of 3 mm. A valve infold with moderate paravalvular leak (pvl) were then observed. It was reported that the wire remained within the ventricle at all times. A post dilation attempted to be performed. The 25 mm dilation balloon hooked to the frame of the valve when an attempt was made to cross the valve. Some resistance was noted, however the physician was able to cross the valve with not much effort. The valve partially dislodged in the ventricle resulting in moderate pvl, affection of the anterior mitral leaflet and hemodynamic instability. Snaring attempts were made with both valve paddles to pull the transcatheter valve in a proximal direction. During snaring, the valve dislodged again. The team elected to implant an additional non-medtronic transcatheter valve to treat the pvl. While prepping the replacement valve, the patient's blood pressure dramatically decreased. The second valve was implanted. The initial valve and second valve overlapped with a few millimeters. However, no coronary perfusion was noted. A coronary occlusion was reported. Cardiac arrest ensued. Heart compressions were initiated and medication was administered. According to the physician, a combination of the initial valve frame and replacement valve frame occluded the left main coronary artery. The physician was able to cross a small section between the initial valve frame and the replacement valve frame and open the left m ain coronary artery with a wire. However, the patient was not able to recover and subsequently died. According to the physician, the cause of death was cited as hemodynamic instability caused by the initial valve migration, a stroke resulting from the snaring, and finally, a coronary occlusion.

Manufacturer narrative:
Conclusion: the valve remained implanted, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report is as follows: intra-procedural angiographic images were provided for review. The patient summary was also provided for anatomical review. Based on annulus measurements provided, reported as 82.1 mm, the appropriate valve size was selected. The fluoroscopic valve load inspection was inconclusive, thus a misload cannot be completely ruled out. Per medtronic best practices, placing the capsule of the delivery catheter system over the lung field while performing the valve load inspection will provide the best visualization. In this case, there was some overlap with the patient¿s spine and other equipment in the body making it difficult to do a proper assessment of the valve load. Prior to release, the valve was assessed at 80% where an infold was visible. Per medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. Despite the presence of the infold, the valve was released at an appropriate depth. After review of the angiographic images, it appeared that the post dilatation balloon caused the valve to dislodge towards the left ventricle. The dislodged valve was snared into an aortic position and was left at the level of the sinuses of valsalva (sov), which prevented coronary flow when the non-medtronic valve was implanted. The left main coronary artery was re-accessed with a catheter and a wire. Time lapse to coronary re-access is unknown. Per medtronic best practices, the patient¿s anatomy should be considered when snaring a dislodged valve for the purpose of preventing coronary occlusion during a second valve implantation. The recommendation is to snare a dislodged valve above the sinotubular junction to prevent coronary occlusion. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially result in infolding. Based on the image review, the valve was assessed at 80% where an infold was visible. Per medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. Despite the presence of the infold, the valve was released at an appropriate depth. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a decision was made to snare the valve to pull the valve in a proximal direction, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Additionally, per medtronic best practices, patient¿s anatomy should be considered when snaring a dislodged valve for the purpose of preventing coronary occlusion during a second valve implantation. The recommendation is to snare a dislodged valve above the sinotubular junction to prevent coronary occlusion. Based on the image review assessment, it appeared that the post dilatation balloon caused the valve to dislodge towards the left ventricle. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the reported pvl was due to the valve dislodging in the ventricle. Mitral valve interaction is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. In this case, the valve dislodging in the ventricle may have been a contributing factor to reported mitral valve interaction and hemodynamic instability. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The second valve was implanted. The initial valve and second valve overlapped with a few millimeters. However, no coronary perfusion was noted. A coronary occlusion was reported. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). According to the physician, a combination of the initial valve frame and replacement valve frame occluded the left main coronary artery. Based on the image review, the dislodged valve was snared into an aortic position and was left at the level of the sinuses of valsalva which prevented coronary flow when the non-medtronic valve was implanted. The left main coronary artery was re-accessed with a catheter and a wire. Time lapse to coronary re-access is unknown. The recommendation is to snare a dislodged valve above the sinotubular junction to prevent coronary occlusion. The event also notes that cardiac arrest ensued. Cardiac arrest is a known potential adverse effect per the IFU. In this case, heart compressions were initiated, and medication was administered. According to the physician, a stroke resulting from the snaring. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. The physician was able to cross a small section between the initial valve frame and the replacement valve frame and open the left main coronary artery with a wire. However, the patient was not able to recover and subsequently died. According to the physician, the cause of death was cited as hemodynamic instability caused by the initial valve migration, a stroke resulting from the snaring, and finally, a coronary occlusion. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. The device history record and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.